Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call high blood glucose and hospitalization. Customer's blood glucose level was 686 mg/dl. Customer advised they experienced gastroparisis and they were admitted into northern nevada medical center on (B)(6) 2018 at 6:00 am. Customer's spouse advised the infusion set was not bent and did not cause high blood glucose levels. Customer's spouse declined to troubleshoot. The insulin pump will not be returned for analysis.